Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history record review was performed and revealed no issues that could have caused or contributed to the reported increased intra-peritoneal volume (iipv) event. The cause of the reported iipv event could not be determined. Should additional relevant information becomes available; a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a high drain 105 alarm occurred after use on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative reviewed the therapy log. The total ultrafiltration (uf) equaled 2958ml, the cycle five uf equaled 2339ml, the cycle four uf equaled 079ml, the cycle three uf equaled 540ml, the cycle two uf equaled 189ml, the cycle one uf equaled -31ml, the therapy was tidal, the fill volume equaled 2300ml, and there were three bypasses. The hp stated they had bypassed part of each dwell. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.